Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, her distance vision is not good. She is unable to see street signs when driving. Her near vision is good. Her lenses were implanted by two different surgeons. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information on 08/17/2012 and 08/24/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).